Manufacturer narrative:
Investigation summary: samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A photo was provided for evaluation however it was not possible to confirm the reported event from the photo. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the item was leaking at connection (from the air cap). A new syringe was administered to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 008327 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was returned for evaluation and the reported issue was observed. The investigation did not identify a systemic issue with the product or process. A specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. We will continue to monitor related reports to determine if additional actions are necessary.